Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the down arrow keypad button was intermittently unresponsive and required multiple presses to elicit a response. The reporter denied damage to the keypad. The patient reportedly wore the pump in a case attached to a belt and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/27/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the up arrow, down arrow and contrast keypad buttons were found to be intermittently unresponsive. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts. Investigation revealed that the keypad symbols were worn, which has no effect on insulin delivery.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.